Manufacturer narrative:
Citation: santarpino et al. Sutureless versus transcatheter aortic valve replacement: a multicenter analysis of ¿real-world¿ data. J cardiol. 2022 jan;79(1):121-126. Doi: 10.1016/j.jjcc.2021.08.022. Epub 2021 sep 10. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of the perceval sutureless valve versus transcatheter aortic valve replacement (tavr). All data were collected from nine centers between 2010 and 2018. The overall study population included 1,445 patients. The tavr group, which the authors indicated was implanted with medtronic corevalve, included 1,002 patients who were predominantly female with a mean age 81.3 years. No unique device identifier numbers were provided. Among corevalve patients, there were 29 in-hospital deaths. No further details were provided on these deaths. Based on the available information medtronic product was not directly associated with the death(s). Among corevalve patients, adverse events included: new onset atrial fibrillation (afib), arrhythmia requiring permanent pacemaker implant, bleeding event which required a blood transfusion, and respiratory failure which required prolonged intubation. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: bellini et al. Tavr in bicuspid valve with pure aortic regurgitation: prosthesis sizing according to the lira method. Jacc cardiovasc interv. 2021 oct 11;14(19):e263-e265. Doi: 10.1016/j.jcin.2021.06.007. Epub 2021 aug 11. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. --------------- note: the initial MDR# 2025587-2022-00322 was submitted in error, with the narrative and coding based on the article by santarpino et al instead of the article by bellini et al. The rectify this processing error, this supplemental report includes corrections to the following data fields: patient age at event (a2), patient sex (a3), date of event (b3), event description (b5), device brand name (d1), device model and catalog # (d4), date manufacturer received (g3), patient codes (h6), and article citation information (h10). The content related to the article by santarpino et al was re-submitted with corrected reference information in MDR# 2025587-2022-00336. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a 76-year-old male patient with severe aortic regurgitation and severe left ventricular dysfunction. Due to high surgical risk related to comorbidities and a previous coronary artery bypass graft surgery, the heart team agreed on transcatheter aortic valve replacement (tavr). The patient underwent tavr procedure to implant a medtronic 34-mm evolut r bioprosthetic valve (unique device identifier numbers not provided). During valve deployment a ¿prosthesis-induced transient massive aortic regurgitation¿ occurred which in turn caused cardiac arrest requiring external shock defibrillation and mechanical chest compressions. The authors stated the chest compressions did not result in valve embolization. Postprocedural transesophageal echocardiography confirmed the valve was anchored in place with no paravalvular leaks. The patient was discharged 5 days post-tavr without symptoms. No additional adverse patient effects or product performance issues were reported.